Manufacturer narrative:
Reportedly, intraoperative lens exchange was performed to address bent trailing haptic of the iol during insertion. Incision was not enlarged and no other tissue damage was reported. Another lens was successfully implanted. No reported postoperative sequelae. According to the report by a surgical technician, dated on (B)(6) 2015, the event was caused by user error during loading since the iol was not positioned properly in the injector. (B)(4).

Event description:
The customer reported the trailing haptic of the +20.5 diopter cc4204a collamer single piece lens was bent during insertion. The lens was removed and replaced without any injury to the patient. The reporter stated the event was due the lens not being properly seated in the injector during loading.

Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product showed the lens was returned in three pieces and a haptic was torn off and missing. The tip of the cartridge was damaged and there was a clear surgical residue on the device. (B)(4).

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): based on the results of the DHR review, the available information given within this complaint, product evaluation, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. As reported by the facility, the root cause of the complaint is user error while loading. (B)(4).